Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information that during coiling treatment of unruptured, saccular, anterior communicating artery aneurysm, it was found that the coil was prematurely detached in the introducer sheath. The physician used similar coils and completed the procedure successfully. No patient injury was reported.

Manufacturer narrative:
Additional information evaluation of the returned device has been completed and the clinical observation was confirmed. As received the implant coil was detached and missing from the pushwire. The pushwire returned into two segments, but retained together by the release wire. The proximal segment of the pushwire found the tack weld replacement (twr) crimps were intact and broken at the proximal end with the release wire extending out. The distal segment of the pushwire was found broken on its proximal end with the release wire extending out. The pushwire was found intact distal to the break indicator at the manual detachment location (via hypotube). Under the microscope, the coin was not located against the lumen stop with the shield coil damaged. The retainer ring appeared damaged and ovalized. All other subassemblies appeared to be normal and no other anomalies were observed. It is possible that the damaged retainer ring or the broken pushwire with the release wire pulled back led to the coil to prematurely detach. All coils are 100% inspected for damages and irregularities during manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.